Event description:
Int'l affiliate reports the pt improved following shunt insertion 3 months ago. Pt complained of lethargy and brain CT scan revealed subdural effusion and very small ventricles. The pressure could not be changed and the valve was explanted.